Event description:
The tip of needle broke off in the shoulder of pt during deployment. Needle was successfully retrieved. There were no adverse effects to the pt, the surgeon was able to use another needle to complete the case.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. Not lot number was supplied, which precludes conducting a batch history review. We cannot conclude as to what caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue, causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis, no conclusions can be drawn. At this point in time, no further action is necessary. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.